Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Lead returned with the is 4 connector was damaged /bent caused the coils fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an implant procedure, a great deal of left ventricular (lv) lead noise was detected. In addition, measurements could not be obtained for the sensing value and pacing threshold. Pacing was carried out in asynchronous mode, however failed to capture. During that time, lead impedances showed unstable values. The lv lead position was slightly changed and measured, but to no avail. The lv lead was removed and another lead was implanted with no anomaly. No patient complications have been reported as a result of this event.